Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular lead was successfully implanted. After the other lead measurements were obtained, this lead displayed high out of range shock impedance measurements. With the pacing system analyzer, acceptable measurements were obtained. A decision was made to replace this lead. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.